Manufacturer narrative:
(B)(4). The service technician replaced the leak detector strip and successfully completed the system checkout procedure. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d367 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #18: system pressure, and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated for the investigation of drive tube leak/break. Service order report, (B)(4), is still pending. A supplemental report will be filed when the service order report is complete. A photo analysis was conducted for this complaint. A review of the photographs confirmed the leak as well as the damage to the leak detector strip and drive tube. An evaluation of the photos indicated that the upper bearing stop appeared to be out of position. This was an indication that the bearing stop had delaminated from the drive tube. Thus the root cause of both the drive tube and leak detector damage and ultimately the leak was delamination of the bearing stop from the drive tube. A review of the device history record did not identify any related nonconformances. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report that the leak detector strip peeled off and wrapped itself around the base of the centrifuge arm. A blood leak then occurred. The customer stated that they were near the end of the buffy coat collection, when an alarm #18: system pressure alarm occurred at 1500 ml of whole blood processed. The customer reported that they were able to reset the alarm and resume the procedure. The customer stated that it was after the purging air phase when the alarm #7: blood leak (centrifuge chamber) alarm occurred. The customer then noted the leak detector strip. The customer stated that the patient was in stable condition. The customer reported that they aborted the procedure and manually returned the contents of both the treatment and return bags to the patient. The customer was informed that when a leak occurs, the manufacturer does not recommend returning the contents from any part of the kit to the patient. The customer stated she understood. Service was requested. On (B)(6) 2016, the customer confirmed that the drive tube was the source of the leak. The customer stated that the leak occurred after the leak detector strip came off of the centrifuge chamber wall and wrapped itself around the arm of the centrifuge bowl holder. Photos were submitted for investigation.